Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a no external power alarm was able to be confirmed. The heartmate ii system controller (serial number: (B)(6)) was not returned for analysis; however, log files were submitted for review. A review of the submitted log files showed overlapping events spanning approximately 20 days (24jan2023 ¿ 20feb2023 per timestamp). A no external power alarms coincident with a dual disconnection of the power cables was active on 30jan2023 at 19:25:37. The alarms cleared once the power cables were reconnected to the power module. The backup battery was able to provide power to the system during the event. There were no other notable alarms active in the logfile pertaining to the reported event. Pump operation was not affected, and the device appeared to function as intended. No equipment was exchanged, and no product will be returning. The root cause of the reported event was unable to be conclusively determined through this investigation. The device history records were reviewed for the system controller (serial number: (B)(6)) and was found to pass all manufacturing and qa specifications before being shipped to the customer. Heartmate ii instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate ii patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including no external power alarms. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that on (B)(6) 2023 at 19:25 there was a low voltage event that progressed to a pump off. The log file data indicated that the system controller was switched from battery power to power module on 29jan2023 at 17:24. On (B)(6) 2023 at 19:24 the white power lead was disconnected from the system controller. At 19:25 the black power lead was disconnected from the controller, creating a no external power event and the backup battery (bb) was used to support the system with no motor function being affected. At 19:46 a driveline disconnect event was recorded and both power leads were connected to the power module. Finally, approximately 48 seconds later, at19:46 the driveline was reconnected. The cause of the alarms was not identified and no further alarms occurred after the patient was reconnected to the power module. No further issues were identified in the following 24 hour period and follow up log files captured no additional unusual alarms. Related MFR for the pump/driveline side of the driveline disconnect: 2916596-2023-01080

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.